Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. An x-ray was done, and it showed that the lead was still in the same place and looked fine, however, physician thought this was due to patient condition. Additional information obtained from the field which indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.